Manufacturer narrative:
Product complaint (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported surgeon was tapping the left l5 pedicle when the tap broke off in the pedicle. Both pieces of the tap were able to be retrieved. Later in the case, surgeon sheared the tip off of a driver while inserting the right l5 screw. Surgeon tried to remove screw by helicoptering it out. While doing this, the head sheared from the screw shank. Both were removed. Surgeon inserted a larger diameter screw at the same level and another driver tip sheared. Two and half hour delay and blood loss was reported.

Manufacturer narrative:
(B)(4). Visual examination found that the polyaxial¿s tulip head had become detached from its shank. Significant deformation was present on the polyaxial screw shank. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial screw¿s tulip head becoming detached from its shank cannot be positively determined. However, observed damage suggest that unanticipated high amount of forces was placed on the tulip head, resulting in the tulip head becoming detached from its shank. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.